Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The nozzle was clogged (the nozzle was not deformed, and the foreign material clogged inside could not be removed). The light guide tube was leaking. The light guide lens and objective lens were scratched and partly missing. The insertion section deteriorated with cracks and the root was wrinkled and broken. The suction cylinder, switch one (1) and two (2) were worn. The protector was broken and worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the air/water supply on the evis lucera colonovideoscope was not smooth due to insufficient or incorrect reprocessing. The issue was found at reprocessing. The intended procedure was completed with a similar device with no surgical delay. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate reprocessing after the previous procedure leading to adherents of foreign material from the peripheral device, body fluids and chemical solutions clogging in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: " reprocessing manual_ cleaning, disinfection, and sterilization procedures: precleaning_ warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Cleaning, disinfection, and sterilization procedures: flushing detergent solution into the air/water channel; removing detergent solution from all channels; presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." Olympus will continue to monitor field performance for this device.